Event description:
Information received from the field does not address the patient's clinical status but notes that x-ray showed that the atrial "j" lead was straight and a lead revision was planned. When the modes of the pulse generator were changed for temporary testing, av pacing increased to 110 ppm - 115 ppm and p waves were not being tracked. The device was programmed to vvi at 60 ppm, but the device paced at 110 ppm.